Manufacturer narrative:
Date of event is estimated the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-03685. It was reported the patient experienced inadequate relief from their therapy. As a result, the patient underwent surgical intervention to explant the device at an unknown date. All of the devices are being reported as it is unknown what device was explanted.